Event description:
The dealer states the right side arm pin on the front won't stay locked into place. The dealer states if you pull upward it releases instead of staying locked. The dealer states when the consumer transfers he puts weight on the arms and wasn't sure if quality issue. He's contacting (B)(6) to trouble shoot further since no replacement part is available and entire wheelchair would need replaced and returned. Dealer states he wants to make sure he'd receive credit as quality and not abuse.